Event description:
Received info stating that 840 ventilator's compressor is not working properly, and had burning smell coming from the compressor/compartment. Covidien representative inspected the device and replaced the solenoid assembly. Ventilator passed all testing required for this device.

Manufacturer narrative:
Covidien reference no. (B)(4).